Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma

Event description:
Healthcare professional reported right side via ultrasound "painful, hard", "lump," "fluid collection", and "possible calcification". The events of ¿hypoechoic nodule¿ and "the appearance of a cyst" have been deemed not related to the device. The device remains implanted.